Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158425. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2025-00266. It was reported after the permanent implant, patient experienced intense leg pain and was taken to the hospital. Patient underwent surgical intervention wherein the system was explanted to address all issues.